Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 122 mg/dl. Customer's sensor glucose level was 67 mg/dl. Customer received two calibration errors and a change sensor alert. Customer advised they shut off their sensor before they sleep because the numbers do not match up. Troubleshooting for bad sensor alert was performed. Customer advised bad sensor alert occurred after a 2nd consecutive calibration error. Customer declined to further troubleshoot and wanted this information to be documented.